Manufacturer narrative:
Analysis of the lead found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that upon removing the lead that was to be replaced, the new lead was put in the epidural space and anchored. Prior to tunneling the new lead an impedance check was performed and an impedance issue was found on electrodes 6 and 11. It was reported that the surgeon believed there could have been air in the epidural space and stated that the lead was defective. It was unclear what led to the event. The indications for use were other chronic/intractable pain of the trunk/limbs and spinal pain. No patient injury was reported. If additional information is received a follow-up report will be sent.